Event description:
According to the reporter, occurred during a total laparoscopic hysterectomy (tlh) procedure. The suture was being used for sewing the vaginal cuff using a running stitch. The needle fell off of the suturing device and could not be retrieved. A x-ray was performed to locate the needle. In order to resolve the issue and complete the case, opened a new suture. There was no patient harm. The patient outcome is alive, no injury.